Manufacturer narrative:
Re-assessment of this complaint was completed for similar device reporting under medical device reporting regulations considering a definition for similar device. Consequently, a change was required to MDR reportability for this complaint, as it was re-determined that this device, although distributed outside of the united states, is similar to the united states amiia pta dilatation catheters and the reported event meets reportability criteria for a malfunction type of reportable event. During a percutaneous transluminal angioplasty (pta) to the carotid artery the balloon was reported to have ruptured. The vessel was described as having mild calcification, mild tortuosity and an 80% stenosis. The rupture occurred at five atmospheres using an indeflator. The product was properly inspected and prepped prior to use. There was no reported patient injury. The product was not returned for evaluation and testing. A device history review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly parts confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. Conclusion: with the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.

Event description:
During an angioplasty procedure to the carotid artery (side unknown), this balloon ruptured at 5 atmospheres when inflated with an indeflator. The patient was a male (age unknown). The vessel had mild calcification, mild tortuosity and 80% stenosis. The product was properly inspected and prepped prior to use. The physician had no difficulty advancing the balloon over the guidewire or crossing the lesion with the balloon. After the balloon ruptured it was carefully removed from the patient and another balloon was used to successfully complete the procedure. There was no reported adverse consequence to the patient.